Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "size 8 cr femur box opened in preparation for use and inner package noted to be cracked and damaged. Outer cardboard box and plastic wrap was intact with no evidence of damage. Implant unable to be used, a cemented size 8 femur had to be implanted."